Event description:
It was reported that there was delayed detection of an episode, with undersensing of vt (ventricular tachycardia) in the setting of hypokalemia and ventricular sensitivity set to 1.2 mv. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.